Event description:
The initial stick was successful and as the needle was pulled out the catheter sheath separated from the adapter. Xylocaine was injected and approximately 1/4" inch slit was made with a sterile blade and the catheter removed after a betadine scrub. The insertion site was the top of the hand and the catheter slightly migrated up the vessel. No patient complications.